Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a minimally invasive micro-discectomy due to lumbar degenerative disc disease. Intra-op, the handle of the device snapped. No fragment of the product remained inside the patient. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the instrument confirms the handle is broken, with the fracture surface displaying a quasi-brittle fracture with riverlines consistent with bend stress overload. The morphology of the fracture suggests the direction of fracture. The above observations are consistent with bend stress overload.